Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the image appears on the monitor but is noisy on the evis lucera elite colonovideoscope. No patient harm was reported. The device was returned and evaluated, and the nozzle had foreign objects in it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The device was returned and evaluated, the customer¿s allegation was not confirmed, however a noise image occurred during angulation in the up/down direction due to a damaged charged coupled device unit. Additional findings include the following: the bending section cover had a chip and a crack; the water removal ability did not meet the standard value due to clogging of the nozzle; the following all had a scratch: image guide protector, switch 1 and 2, the protector of the universal cord on the control section side, objective lens, plastic distal end cover, and connecting tube. Follow up was performed with the customer regarding reprocessing of the device. The customer cleaned, disinfected and sterilized the device before sending back to olympus. There was no delay in the start of precleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.